Manufacturer narrative:
(B)(4). This report was filed by the manufacturer. Devices not received, log review only. The event logs and data set have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
Customer reported insulin infusion rate was found to be higher than programmed. The infusion was started at 1.5 ml/hour to 2.5 ml/hour range and when the nurse came back into the room, the rate was noted to be higher. The devices and IV set were sequestered and a new alaris system was setup. The customer requests a event log review from 0400-0800 on (B)(6) 2014 for programming, volume infused, alarms, and errors. No report of patient harm or medical intervention required. Although requested, no additional patient or event information provided.